Event description:
Client received a depuy attune medical device for r knee tka on (B)(6) 2018 persistent problems thereafter with knee. Underwent replacement tka on (B)(6) 2018 and orthopedic surgeon reported non-adherence of the glue used to cement tibial to device resulting in need for another tka. Reported that cement was sitting loose behind the knee.